Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s lead was becoming superficial in the implantable pulse generator (ipg) pocket, causing the patient discomfort. It was stated that the healthcare professional (hcp) felt that the ipg was moving in the pocket despite having been sutured down. It was reported that a pocket revision was scheduled for (B)(6) 2014. It was stated that no diagnostics or troubleshooting was required. The patient stated that for the first couple weeks things were ok but that she started to experience pain at the pocket site. It was stated that the lead wire was getting too superficial so the patient was experiencing discomfort and required use of lidocaine patches. It was stated that the patient was alive with no injury at the time of this report. Additional information received reported that the patient was currently less than one day post-op so the manufacturer¿s representative was not sure yet if the patient¿s pain related to the superficial wire had been reduced. It was stated that the event cause had been determined; it was stated that it looked as though a suture ¿may have popped allowing the lead wire to sneak up through the tissue layers, becoming superficial.¿ it was reported that the patient was receiving effective stimulation therapy.